Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient stated they underwent four knee replacement surgeries, with one of them failing, resulting in pain and requiring a revision procedure. No further information available.

Event description:
It was reported that the patient underwent two initial knee replacement procedures on unknown dates. Subsequently, the patient reported that the surgery failed, causing pain. As a result, the patient underwent a revision surgery on an unknown side on an unknown date. No further patient impact was reported. No additional information available. This is report 2 of 2 for this patient.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5 and h6 - health effect - impact code and type of investigation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.